Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the ECG cable was faulty due to malfunction of adapter cable (m3508a). The adapter cable was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the ECG cable is faulty. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.